Manufacturer narrative:
The complained asd occluder and flex pusher were returned for investigations. The occluder was connectable to the flex pusher and was withstanding a tug test. Additionally, all parameters were within specification. Based on the available information the asd occluder did not cause the complained event.

Manufacturer narrative:
Batch record review of the complained asd occluder revealed no deviation. No other complaint exists from the reported batch regarding the same complaint reason according to the batch record, the complained asd occluder passed the visual and functional inspection: the retraction force was measured as 13 n. The ball parameters within specification: investigation is ongoing.

Event description:
Device embolization: device embolization occurred during positioning as the prosthesis detached from delivery cable.